Event description:
Information received by medtronic indicated that the inpen had false doses. Customer stated that few small doses may be the result of jostling inpen or inpen accidentally dosing while in a pocket or purse. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Battery life remaining: <11 months customer reports: experiencing dose log anomalies. Per visual inspection: no physical damage noted. Unit paired successfully to commercial app. The following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u and 16.0u. All dosed values display in the app as follow, 4.0u, 3.5u, 2.5u, 3.5u and 13.5u. Most values doses were displayed inaccurately in the logbook. All doses were written to the app logbook within 1 minute. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: per san diego investigation findings: bad encoder - signals for channels a and b are overlapping instead of offset. No bounce in the signal so this is not caused by wear over lifecycle - it is due to a manufacturing issue either with the pattern on the pattern wheel being uneven, or with the location of the contacts on the encoder being off. Therefore, the customer complaint of dose log anomalies was confirmed.